Event description:
It was further reported that the procedure was aborted and the patient outcome is unknown.

Manufacturer narrative:
The investigation for the vascular damage and delivery issues has been completed. The pump was not returned for investigation. A data log review was not required for this case run. As per the given clinical information, several unsuccessful attempts were made to insert the pump. The patient was reported to have severe arterial disease. Vascular damage was observed during the procedure and was successfully repaired with balloon angioplasty. The cause of the delivery issue was most likely patient condition related to diseased/small vessels, based on given clinal details. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. Added b5-patient outcome. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the 62-year-old female patient had an attempted impella 5.5 implant and there was a struggle to insert the pump and it was aborted due to patient anatomy. There was a small dissection noted that required balloon angioplasty.